Event description:
Ongoing health issue which started after saline implants were placed include but not limited idiopathic thrombocytopenia purpura (low platelets) autoimmune, chronic fatigue, joint pain, lower back and hip pain, neck and shoulder pain, headaches, food sensitive, digestive issues, vision issues, low blood sugar, heart palpitations, muscle pain, brain fog, difficulty concentrating, memory loss, temperature intolerance, dry skin, dry hair, slow healing, sinus infection, mood swings, weight gain, unable to loss weight even with clean eating and workouts, swollen/tender lymph nodes, burning sensation in back muscle and acne.